Event description:
Boston scientific crm received information from this patient that this implantable cardioverter defibrillator (ICD) delivered a shock for ventricular tachycardia (vt). The following evening the patient experienced syncope and another shock was delivered. The patient went to the hospital via ambulance and programming changes to the device were made. The patient remained in the hospital all week for observation, in prep for another unrelated surgery.

Manufacturer narrative:
The local area sales representative was contacted for additional information, however no further information could be provided. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. Approximately two years later this device was explanted due to normal elective replacement indicator (eri) battery status and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.